Manufacturer narrative:
The actual event dates were not provided. This date is based on the date of publication of the article. It was not possible to ascertain specific device information from the article or to match the events reported with previously reported events. (B)(4).

Event description:
Moya, p., navarro, j. M., arroyo, a., lopez, a., ruiz-tovar, j., calpena, r. Sacral nerve stimulation during pregnancy in patients with severe fecal incontinence. Techniques in coloproctology. 2013;17(2):245-246. Doi: 10.1007/s10151-012-0874-x. Summary/reported event: a (B)(6) woman being treated for severe fecal incontinence with sacral nerve stimulation (sns) became pregnant and opted to kept the stimulator active during her pregnancy. The patient then experienced worsening functional results from sns and passive fecal incontinence following a pregnancy and vaginal delivery of a full term baby. Amplitude and polarity were changed with no improvement in symptoms. An x-ray was taken and showed that the electrode was broken and displaced. A new electrode was successfully implanted and the patient recovered physiological continence.

Event description:
Additional review revealed that it was also noted that there was no cessation of clinical response during the follow-up and no complications were observed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)